Event description:
It was reported that a spectrum pump had medication delivery error occurred during infusion. Foscarnet infusion programmed into pump at 62.4 ml/hr at 1815. Normal saline bolus to be run concurrently at 250 ml/hr. Infusions were running on 2 separate pumps and y'd below pumps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an foscarnet infusion programmed into pump at 62.4 ml/hr at 1815 occurred. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was determined to be within specification during flow testing. No correction required. Should additional relevant information become available, a supplemental report will be submitted.